Event description:
The customer reported damaging the device during troubleshooting.

Manufacturer narrative:
(B)(4). The customer reported damaging the device during troubleshooting. The device was evaluated at philips. The physical damage was repaired and the symptom requiring the customer to service the device was identified as the device was getting an error 00020. The power pca was replaced to resolve the issue.